Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. A2 - age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the long segment of the superficial femoral artery that was occluded for about 20cm. A 6x200mm, 150cm ranger drug coated balloon was advanced for dilation. During inflation, when the pressure reached 8 atmospheres, the balloon began to deflate. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 65% stenosed, mildly tortuous and mildly calcified.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the long segment of the superficial femoral artery that was occluded for about 20cm. A 6x200mm, 150cm ranger drug coated balloon was advanced for dilation. During inflation, when the pressure reached 8 atmospheres, the balloon began to deflate. The procedure was completed with another of the same device. There were no patient complications as a result of this event.